Event description:
Report received from abbott international affiliate. The report states, "nurse reported pump was giving more than expected. Pump was suppose to give 1.5mg, pump reached 2.1 mg when it was stopped by the nurse. She unhooked the patient, tried it again and it still went over the set limit and had to be stopped by the nurse. Drug infused was confirmed to be morphine. Unknown if abbott's morphine. Pump was turned off and reprogrammed. No consequences to the patient. Patient was in pain and needed morphine. As per nurse, it is unknown if the pump was malfunctioning, or if it was programming error. Pump was changed and no longer any problems." Though requested, no further information was received.